Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/09/2019. H3 evaluation: one empty labeled winding former, a detached needle and dispensed suture were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. Slight marks were noted on the body needle. The suture was examined, and the insertion end was not observed on the suture since cut appeared to be by use of surgical instrument. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences reported.